Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on (B)(6) 2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. Further information was requested, but not yet available. The patient was in stable condition.